Event description:
I have been using the omnipod 5 for a little under a year, and in that time I have had two controllers fail and only 1 in five omnipod work. I put on an omnipod and have to pray that it works correctly. I am in my last nerve with this product but don't know where else to turn. Reference report: mw5155734.